Manufacturer narrative:
(B)(4) the carefusion (B)(4) center rep. Evaluated the device, verified the complaint and determined that the root cause of the failure was a leak inside the gas delivery engine (gde) pn: 16222, sn: (B)(4). The carefusion (B)(4) center rep. Replaced the gas delivery engine (gde), updated the device's software to version 4.6 and ran the device through a complete calibration and testing per the (B)(4) service manual. Upon completion the device was returned to the user facility in (B)(6) ready to be placed back into service. The failed gas delivery engine (gde) pn: 16222, sn: aj001533 was scrapped by the carefusion (B)(4) center in (B)(6) and not returned to the carefusion failure analysis lab in (B)(6), at present the contributing factor in the alleged internal leak in the gas delivery engine (gde) has not been identified due to the material being scrapped.

Event description:
The user facility in (B)(6) reported that on (B)(6) 2014 the device had been prepared to be used on a 7 day old post-operative (B)(6). The device displayed "leakage 100%", although the pt circuit was positioned properly. Additionally, in spite of using a (B)(6) flow sensor the measured tidal volume reading did not correlate to a realistic value. The pt was moved to a different device and a consultation with their medical engineering department took place.